Event description:
It was reported that the lens is vaulted (z-syndrome) 2 months post implant limiting vision and refraction. The pt has 0.5d cylinder and visual acuity is 20/30. The doctor is evaluating treatment options. Additional info has been requested but has not been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.